Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. The patient was found lying at home on the ground duration unknown; according to the patient, no other symptoms occurred. Upon arrival at the hospital, the patient was confused and disoriented. The patient was kept one night for monitoring. At this time the cause of syncope is unknown as it can not be determined if this was device related. No additional adverse patient effects were reported. The device remains in service.